Event description:
A caller reported experiencing a cgm error 42 while using the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive guidance for resetting the pump, and after following these instructions, the caller was able to successfully start their sensor session without further errors.